Manufacturer narrative:
Patient information not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues tracking their instrument. The instrument verified fine, but would go in and out of green status during navigation. The surgeon was able to continue with the case using other instruments. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: patient weight was not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Further analysis from the manufacturing representative confirmed between the two different beds that the tracker geometry error isn't different.